Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in patient for endovascular treatment of ruptured saccular thoracic aortic aneurysm that measured 10 cm in diameter. The patient also had a left hemothorax prior to index procedure. It was reported that the patient had a cardio respiratory arrest seven days post index procedure and expired. The investigator assessed the death as not device or procedure related. Additional information received reported that the patient had successful emergent thoracic endovascular repair with the valiant stent graft in zone 4. The left subclavian artery was not covered during the procedure. Attempts at draining the hemothorax were unsuccessful. Approximately seven days after the index procedure the patient was found in bed in a state of cardiac and respiratory arrest, with no precise etiology. After resuscitation attempts for twenty minutes, no heart rhythm could be found. The patient expired due to cardio respiratory arrest, with no known reason. Per clinical events committee (cec), the cardiac arrest of unknown cause leading to patient death was assessed to be not related to the device, but it was related to the aneurysm and procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.